Event description:
Procedure type: colostomy takedown. According to the reporter: the anvil was placed with pursestring. The device was united with anvil and fired. After firing the surgeon turned the knob two full turns and removed the stapler leaving the anvil behind. The anvil was then removed with some force and rectal tissue was torn while removing the anvil from rectum. Colostomy bag was replaced following the tear.

Manufacturer narrative:
(B) (4). (B) (4).